Event description:
It was reported that during an afib procedure the patient suffered a pericardial effusion. Doctors performed a pericardiocentesis, 250 cc of blood were drawn out. The patient is stated to be in stable condition but will remain in the hospital for two days. There was no known malfunction with any bwi equipment. The following items were in use: carto3, stockert loaner, cool flow pump and catheters.

Manufacturer narrative:
The additional information was received from customer (affiliate): the event was not life threatening. Md used 2 st jude agllis heaths and a st jude transseptal needle, and soundstar to perform the transseptal procedure. Towards the end of the case he saw a pericardial effusion by using the soundstar catheter (ice). He then did a pericardiocentesis procedure on the patient, and removed 450 cc of fluid. The case was completed. The event required hospitalization for 2 days. The outcome of the adverse event was fully recovered (no residual effects). The prognosis for the patient is excellent. The causality of adverse event was procedure related and md wasn't sure what caused the cardiac effusion. The concomitant devices: carto 3 system, us catalog #: fg540000, (B)(4). Stockert 70 system, us catalog #: s7001, (B)(4). Cool flow pump, us catalog #: cfp002, (B)(4). Soundstar, us catalog #: sndstr10, lot # s1046082. C3 nav variable lasso, us catalog #: ln222515ct, lot # 15409182l. C3 ez steer cs with auto ID, us catalog #: bd710df282ct, lot # unknown (reprocessed). (B)(4).

Manufacturer narrative:
(B)(4). The catheter was evaluated and it passed all deflection tests, passed electrical, temperature and generator tests. Visually the catheter is in good condition. The device history record was reviewed, it was identified that one piece was scraped; however DHR shows the piece was identified during the process prior the final inspection stage and documentation shows the scrap of this piece exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition was not confirmed.